Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". Section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: -"prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event.

Event description:
During an ablation procedure, it was reported that no thermal heating was observed at the beginning of the ablation. The procedure was paused, and it was found that the probe laser fiber had become loose, which prevented heat from transferring to the probe and caused thermal damage to the probe laser fiber connector on the portable connector module (pcm). The laser fiber was replaced with a backup and the ablation procedure was successfully completed. There were no patient complications reported in relation to this event.